Manufacturer narrative:
The field service engineer (fse) spoke to the customer and instructed them to check the tubing going to the probe wash block. The customer found the tubing was cracked. The fse instructed the customer to trim and reattach the tubing. The fse went onsite to address the tube holder not opening and replaced the start switch at the bottom of the tube holder. Fse verified that there was no further leaking from the customer repair. Instrument ran without incident. (B)(4).

Event description:
The customer reported that fluid was observed on the bath shield and tube holder would not open on the act 5 diff instrument. The volume of the leak was a large drop and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds.